Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test and internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician nozzle units on air and o2 gas modules have been found defective. The issue was decided to be reported as nozzle units may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test and internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).